Event description:
The following information was provided: this pi is for the right knee. As noted on the 7 yr visit of the follow-up questionnaire (collected via phone), the subject noted no to their satisfaction with the knee replacement. The subject also stated that exercise has changed to low-impact activities that still produce swelling and mild pain. The subject believes that there are better techniques that could have been used on him. The subject expressed he has to watch for uneven ground, and reports hip imbalances. The subject also reports infrequent dull pain, stiffness, and moderate hip pain. The subject has not had surgery on the knee since the last study visit/contact. There are no radiographs to provide, or physical exam notes from pi.

Manufacturer narrative:
The following devices were also listed in this report: cat#; device name; lot# 5515-f-402; triathlon ps fem component cemented; bsh3ia; 5550l319;triathlon sym patella s31x9mm;lhe474. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been other similar events for the reported lot that relate to the same device/patient. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.